Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the balloon popped during the case. All pieces were recovered. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. No pt injury reported.